Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the reported event occurred due to the use of excessive force from improper handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to improper care and handling of the scope during the table break. Additional issues were identified during the device evaluation: dents on the outer tube, distal fiber breakage, a sunk optical system, and debris found in the optical system. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during reprocessing, the telescope had excessive damage and dents in the shaft. There were no reports of patient harm associated with this event.